Event description:
It was reported that there was a potential of adverse consequences due to loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: (B)(4) (sales rep) "during the intervention, the 1688 went out. They turned it back on and then 2 minutes later it turned off again. Now it doesn't turn on at all but the fan still turns on." [Update - original device could not be used to complete the procedure]. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: defective electrical component failure on the digital board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a potential of adverse consequences due to loss of image.